Event description:
Boston scientific received information that this physician contacted boston scientific's technical services (ts) to report that this patient is being referred for extraction of the competitor rv defibrillation lead.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4).

Event description:
Boston scientific received information that this local representative contacted boston scientific's technical services (ts). The local representative reported that this device and competitor right ventricular (rv) defibrillation lead exhibited an out-of-range (oor) pacing impedance (2641 ohms) on (B)(6), 2015 (as detected by the patient's monitoring system). The rv pacing impedance was checked in-clinic during patient isometrics and the measured values were in the 700 ohm range. The physician expressed concern about the possibility that the patient may receive inappropriate therapy. The physician plans to continue monitoring the pacing impedance with the patient's monitoring system.